Manufacturer narrative:
This event will be addressed manufacturer report number 2916596-2021-03966.

Manufacturer narrative:
This event will be addressed under manufacturer report number 2916596-2021-03797.

Manufacturer narrative:
There was no patient involved in this event.] The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that corrosive battery acid damage was found in the battery compartment on the battery bracket, and the bottom housing front side was cracked.